Event description:
It was reported the camera head had not working and shut down. This event occurred at during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information receive from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: only color bar displayed on the monitor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.